Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that a loop of the snare broke off inside the catheter and was left inside the patient.

Manufacturer narrative:
Additional information received by company representative necessitating an additional follow up be submitted.

Event description:
Account alleges that when using the snare to retrieve part of a guide catheter, the snare loop broke and became wedged in the patient's left common femoral artery along with the guide catheter. The patient was prepped for surgery where both the snare loop and the guide catheter piece were retrieved successfully.

Manufacturer narrative:
One device was returned for evaluation. The product was examined visually. The complaint is confirmed. No definitive root cause could be determined but the appearance of the device suggests significant force was applied during use. The complaint data base was reviewed and one similar complaint for the same customer was found. The device history record was reviewed and no exception documents were found.